Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer stated that when she took the reservoir out, it leaked, and insulin dripped out of the insulin pump. The customer's blood glucose was 121 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer stated that she took an insulin pump in and used a hair dryer to dry the reservoir compartment after the first motor error. She stated that she could hear the motor turning but the piston did not move. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. No traces of moisture were noted at the electronic assembly. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-59067.